Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml saline fill ce had a scale marking issue. The following information was provided by the initial reporter: "no marking on the product."

Event description:
It was reported that syringe 10ml saline fill ce had a scale marking issue. The following information was provided by the initial reporter: "no marking on the product".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary: per the photos and samples received from the customer, the quality team confirmed that the syringe has no label. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. All the plunger assembly and labelers have a vision system to detect issues in the barrel label, including missing label. In this case, the issue likely occurred after the vision system due to a failure in the double rejection station. If the syringe has no label, the rejection station must reject it. However, if there is a failure in the reflection action, the station stops and does not allow the machine to run. Then, the operator checks the cause of the stoppage and removes the defective samples. This is a very unusual circumstance. Primary packaging is inspected on regular basis under quality assurance control sampling procedure. Based on our stringent sampling inspection, we are certain that the probability of occurrence of this non-conformance is low, and this should correspond to an isolated case. A notification has been sent to the corresponding departments to raise awareness of this nonconformance. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.